Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2015. Patient was advised to close out background applications at the time of contact, no injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 01/14/2016. The customer complaint of loss of connection was confirmed. A root cause could not be determined.